Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (medical device removal). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Previously reported event medical device removal was removed and added as non-drug treatment for new event perforation nos. Essure implant and explant dates were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), multiple allergies ("allergies"), urinary tract infection ("urinary infections"), glucose tolerance impaired ("pre-diabetes"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), metrorrhagia ("bleeding between cycles") and menorrhagia ("excessive bleeding during mensurations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, inflammation, pelvic pain, allergy to metals, fatigue, weight increased, multiple allergies, urinary tract infection, glucose tolerance impaired, genital haemorrhage, autoimmune disorder, metrorrhagia and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, glucose tolerance impaired, inflammation, menorrhagia, metrorrhagia, multiple allergies, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: 3 remaining coils noted on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), multiple allergies ("allergies"), urinary tract infection ("urinary infections"), glucose tolerance impaired ("pre-diabetes"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), metrorrhagia ("bleeding between cysles") and menorrhagia ("excessive bleeding during mensurations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, inflammation, pelvic pain, allergy to metals, fatigue, weight increased, multiple allergies, urinary tract infection, glucose tolerance impaired, genital haemorrhage, autoimmune disorder, metrorrhagia and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, glucose tolerance impaired, inflammation, menorrhagia, metrorrhagia, multiple allergies, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. Events "allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, glucose tolerance impaired, inflammation, menorrhagia, metrorrhagia, multiple allergies, pelvic pain, urinary tract infection, and weight increased" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), multiple allergies ("allergies"), urinary tract infection ("urinary infections"), glucose tolerance impaired ("pre-diabetes"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), metrorrhagia ("bleeding between cysles") and menorrhagia ("excessive bleeding during mensurations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, inflammation, pelvic pain, allergy to metals, fatigue, weight increased, multiple allergies, urinary tract infection, glucose tolerance impaired, genital haemorrhage, autoimmune disorder, metrorrhagia and menorrhagia outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, fatigue, genital haemorrhage, glucose tolerance impaired, inflammation, menorrhagia, metrorrhagia, multiple allergies, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: 3 remaining coils noted on both side. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation/migration'). In an adult female patient who had essure (batch no. 20222097), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), pelvic pain ("pain/pelvic pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), multiple allergies ("allergies"), urinary tract infection ("urinary infections"), glucose tolerance impaired ("pre-diabetes"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), metrorrhagia ("bleeding between cysles"), menorrhagia ("excessive bleeding during mensurations"), anxiety ("chronic anxiety"). And hypovitaminosis ("vitamin deficient"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, inflammation, pelvic pain, allergy to metals, fatigue, weight increased, multiple allergies, urinary tract infection, glucose tolerance impaired, genital haemorrhage, autoimmune disorder, metrorrhagia, menorrhagia, anxiety and hypovitaminosis outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, fatigue, genital haemorrhage, glucose tolerance impaired, hypovitaminosis, inflammation, menorrhagia, metrorrhagia, multiple allergies, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: 3 remaining coils, noted on both side. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporter information added. Events: chronic anxiety and vitamin deficient was added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.